Manufacturer narrative:
The actual device was received for evaluation. A visual inspection was performed, and it was noted that the fill port cap was missing. The reported condition was verified. The cause was unable to determine; however, the probable cause may be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not have a cap on the pump's injection port. This was noticed before use. There was no patient involvement. No additional information is available.